Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen a couple years ago and the longevity remaining was about six years and now at the most recent routine follow-up the longevity remaining decreased to about two years. The health care professional will continue to monitor the patient. This pacemaker remains in service. No adverse patient effects were reported.